Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, under-sensing and low p waves were observed on the right atrial lead. Upon inspection it was found to have dislodged. The lead was explanted and replaced. The patient is a participant in the adapt response clinical trial. No patient complications have been reported as a result of this event.